Manufacturer narrative:
Date sent to the FDA: 11/10/2009. Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a cesarean procedure in 2009. The surgeon used discontinuous suturing during the procedure. Three days later, the pt developed an infection at the lateral incision.